Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of the attachment not being connected properly with the mo tor drill was confirmed. The likely cause of the failure was due to detached tube bearings. However, it was also noted that the leg was worn on the top, the laser markings and the color bands were faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment does not properly connect to the motor drill prior to its use. At the time of the report, there was no patient impact. Additional information received indicated that detached tube bearings were found during evaluation.